Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose and had to go to the emergency room. Customer¿s blood glucose reading was not provided. Customer reported of receiving excessive no delivery alarms during bolus. Customer also reported that insulin pump was making a loud grinding noise and required manual boluses. Troubleshooting was not performed. Insulin pump is not expected to return for failure analysis.